Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a blank display after he replaced the battery. The customer's blood glucose level was 222 mg/dl. He was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform operating currents due to blank display. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.